Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the event occurred twelve days following the procedure.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the event occurred 40 days after the surgery. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported endophthalmitis forty days following an intraocular lens (iol) implant procedure.